Event description:
It was reported that during a bowel procedure, the device became stuck on tissue and would not release. No further information was provided.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the device had to be cut from the tissue using a harmonic device. The device would not open. On what tissue type was the device used? At what location on the tissue? Anastomosis site. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unk. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Possibly the surgeon said he may have fired over a staple. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The force to open the device. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis found that one device was returned in good visual condition and with the manual override door out of position; however, the lever was down. It should be noted after the manual override door is removed the instrument is disabled until the door is reinstalled. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. An (B)(4) cartridges reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The bailout door was properly installed and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.